Event description:
It was reported that the fan was intermittently very loud and there was a noisy electrocardiogram (ECG) signal. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the system fan was intermittently noisy and that there was a noisy electrocardiogram (ECG) signal and it was further noted that the ECG connector on the link electronic module (lem) board was loose and therefore both the system fan and the lem board were replaced and additionally the lem board was calibrated.